Event description:
Patient was under anesthesia during MRI procedure. After procedure was complete, staff noticed that the cabling for the body coil was excessively hot. After patient was transferred to gurney, staff noticed redness on the patient's hand and arm. Staff noticed fibers from a pillow melted onto the body coil cabling. Two cables also fused together from the excessive heat. Patient was later evaluated and treated for second degree burns.